Event description:
It was reported that during a laparoscopic nephrectomy procedure, reloaded gun fired but could not be released. The surgeon had to disect around the liner stapler and use ligaclips to complete the procedure. There was no further pt consequence.